Event description:
Complaint#(B)(4).

Manufacturer narrative:
The reported failure is, that the cardiohelp stopped due to an air bubble and the user were not able to reestablish flow and had to change the cardiohelp device. The investigation of the service technician shows, that they did not find any failure at the device and the carried out tests were all passed successfully. Further a log file analysis by the technical support rastatt shows that a bubble alarm occurred. After a bubble alarm the user must reset the bubble alarm to reestablish flow. This reset was not logged in the log files. Therefore the most probable root cause is that the user did not reset the bubble alarm, which caused the reported event. Thus the failure user was not able to restablish flow after a bubble alarm could not be confirmed. The device was used for treatment during the event and the device caused the event leading to this complaint. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Received call from customer has (B)(6) (chief perfusionist) at (B)(6) saying their cardiohelp stopped flowing. Cardiohelp sensed and air bubble which stopped the pump and they could not get it going. So they got another cardiohelp and switched the patient to that pump and resumed therapy to patient. No adverse effect to patient. Complaint# (B)(4).